Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 247 mg/dl. The blood glucose reading at the time of the event was 50 mg/dl. Family could not wake her up. Customer was transported to hospital by the paramedics. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.